Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardiac monitor exhibited undersensing leading to false pause episodes. No intervention was performed and the patient would continue to be monitored. No further information was available.